Event description:
Biotronik rep (B)(4) called to report that home monitoring for this device stated 'eri temporarily detected". When the device was checked through the programmer a couple of days later, the battery gauge showed 24% and the status was mol2. The voltage was 5.66 v. We recommended changeout because the reported voltage was less than the eri voltage. On (B)(6) 2009 per biosmart and with the help of home monitoring, this pt received a lumax 340 dr-t, sn: (B)(4) on (B)(6) 2009, which is also the last day this pt transmitted to home monitoring with his xelos.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.